Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. No intervention has been performed. There were no patient consequences.

Event description:
New information received notes that noise exhibited by the right ventricular lead caused atrial pacing inhibition. The lead was capped and replaced on 10 apr 2023. The patient was stable before during and after the procedure.